Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead was scheduled for explant due to an infection. The field representative confirmed the infection was not related to the lead. During laser extraction, a perforation occurred.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The patient subsequently died two days after the lead extraction procedure.